Event description:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and safety valve test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by cleaning the inspiratory pipe. After cleaning, the pre-use check passed the test. If there is dirt particles on the valve membrane of the inspiratory pipe, it may not seal the membrane seat correctly. Dirt particles can cause leakage in the inspiratory pipe.